Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The manufacturer received information alleging the device would work for a few minutes, then the pressure would "go lower and lower". The patient stated the device pressure would subsequently "go higher and higher". The patient alleges the device would eventually stop giving out any pressure. The patient reported this series of events occurred for several nights. The patient reported a current health condition of "heart is worse". A pacemaker was placed earlier this year (date not specified). The patient had a walkman put in (device for blood thinning). The patient did not visit the doctor on the date of reporting as scheduled because the patient was not feeling well enough to go. Medical intervention was described as the patient visiting the heart doctor, the pulmonary doctor, and the primary care doctor. The patient stated no one was able to "do anything" because medicare refuses to replace the device because it is not old enough. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.